Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open and one staple remained on the cartridge surface was properly formed. Functionally, the reload was loaded into a representative pmv handle and was successfully clamped and opened repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported conditions: of reload knife blade damaged and device partially fired. Visual inspection noted that the the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 2cm cut line. Staple pushers were visible at the 2.5cm cut line. Damage to the cutting edge of the knife blade was observed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p4a0852), sigphandle, sig power sigphandle handle, sigphandle, sig power sigphandle handle, sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after connecting the product to the handle main unit, the tip of the two devices did not close completely when using it, so the needle could not be inserted. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a esophagectomy procedure, after connecting the product to the handle main unit, the tip of the two devices did not close completely when using it, so the needle could not be inserted. A new reload was used to resolve the issue. There was no patient injury.